Manufacturer narrative:
Torn isolator, moisture ingress. The hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the device did not pass the test. There was no patient consequence reported.